Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not fill the last portion of the infusion set tubing resulting in air to be within the infusion set tubing. There was no reported impact to customer's blood glucose. Reportedly, customer was able to continue to use supplies for insulin therapy.